Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia and had bleeding site. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked battery tube threads, cracked case on the battery tube side near the corner of the belt clip rails, cracked middle (enter) keypad overlay, scratched case. Device passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests. No unexpected insulin flow block alarms or delivery anomalies were noted during testing. Thus software was utilized and uploaded trace/history files properly. The adapt tool was utilized to search for any unusual insulin flow block/no delivery/occlusion alarms or pump errors that may have occurred around the event date. The adapt tool in combination with the device's pump history file confirm that the following alerts/alarms occurred around the event date: 100=bolus not delivered--3 alarms starting from (B)(6) 2021 15:26 to (B)(6) 2021 12:17. These alarms occurred after a bolus. In addition to this, a pump error 53 (filenumber = 2005, linenumber = 5632) occurred on (B)(6) 2021 @ 13:13. The case was cut open. After visual inspection, did not note any signs of previous moisture presence or corrosion inside the battery compartment or on any of the boards, assemblies, and the motor inside the device. In summary, the customer¿s report of under delivery was not confirmed during testing; yet because of the previous occurrence of a pump error 53, the device is considered a failure. The pump error 53 (filenumber = 2005, linenumber = 5632) is due to a software issue. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.